Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the flow sensors were broken and missing the mylar membrane. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit leaked. There is no report of patient involvement.